Manufacturer narrative:
Information on the reported issue was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system shutdown occurred due to hospital power supply issues and lack of ups installation on a azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.